Event description:
Initial information had been received that further medical intervention is considered. It is unknown if there had been a change in the recipients hearing performance with the device or if an accident or trauma occurred. The recipient has been reimplanted on (B)(6) 2021.

Manufacturer narrative:
Despite several requests, no information has been received from the field about the circumstances which led to explantation. However, device investigation revealed damage to the active electrode which is consistent with minute device mobility leading to a device failure over time due to fatigue wire breakages. This is a combined initial and final report.